Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention to explant and replace the patient's ipg was unable to be completed. Patient¿s ipg has been inactive since approximately (B)(6) 2013. Next course of action is undetermined at this time.

Event description:
Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.